Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe experienced air bubbles 1 of 3. The following information was provided by the initial reporter, translated from french to english: the syringe containing the cisatracurium had air inside, with a volume of about 25ml.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-jul-2023. H6: investigation summary: one 50ml syringe sample and photo received by our quality team for investigation. Through visual evaluation, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall, which can lead to leakage past stopper and air bubbles. A device history was performed and found no no-conformances related to the reported issue during production of batch 2212067. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. H3 other text : see h10.

Manufacturer narrative:
H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe experienced air bubbles 1 of 3. The following information was provided by the initial reporter, translated from french to english: the syringe containing the cisatracurium had air inside, with a volume of about 25ml.